Event description:
It was reported that within one month of implant, high ventricular threshold was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 implantable pacing lead, (B)(6) 2013. (B)(4).